Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws do not align when closing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. The device was disassembled to inspect the internal components and no anomalies were noted. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off, not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.